Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella ld device for mechanical circulatory support. During support, the device exhibited high purge pressure alarms 3 hours after implant. The staff tried to de-air the device without success. The p-0 was reset, and this resolved the issue temporally, however the alarms resumed after 2 hours. The physician decided to only administer the patient a half dose of heparin due to this issue. The resolution is unknown. It was reported that the patient survived normal explant and the procedure.